Manufacturer narrative:
The system was examined and the reported event was not replicated. However, components were replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 21, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shuts down, no display but fans running. The issue is intermittent. The system was booted up properly. Additional information was received from the customer indicating the shut down occurred during a procedure. The system was switched out to complete the case. There was no patient harm.